Event description:
Physician was attempting to use one nc sprinter balloon (3.25mm x 09mm) to treat a calcification lesion in the lcx with 95% stenosis but the device ruptured at 14atm on the 1st inflation in the lesion. The physician used a new balloon to complete the surgery. No effect on the patient. The device was inspected before use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: (root cause could not be determined). Unable to confirm ¿ (device not returned for evaluation). (B)(4).